Event description:
Product (kit) label states "this product is latex free". Adhesive bandage in kit is a latex product. Error discovered by checking contents of kit to order new custom kits. Packages, label, and adhesive bandage can be provided for review. Rptr recommends increased qa at product site, users made aware of slightest change in product and users be aware of change in product.